Manufacturer narrative:
Additional information: the device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the last gastroscopy, I was unable to withdraw the biopsy forceps through the operating channel while in the dog's duodenum; however, it does come out correctly when the gastroscope is straight. No negative impact in state of health reported. New information has been received on 2026-04-16. The surgery was prolonged by 1 hour. Since the device was used in a veterinary procedure, but an equivalent is available for human use, we decided to voluntarily report this as a malfunction at least to the us FDA, however we do not report it as a serious injury, since no human was affected and the medwatch reporting system is originally designated for human health impacts. In addition, we see no systematic issue therefore no further action is required for the product right now.